Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, it is alleged that the product worked correctly at the start of the procedure, however, during the procedure, the surgeon noticed that the device started to fail to dissect tissue. Then the generator alarmed with "instrument error". At this point, the device was removed from the pt. When removed, the active blade tip fell off the instrument. The product was put back into its original packaging. A new instrument was opened and the procedure continued without any further problems. Another device was used to complete the procedure. There were no adverse consequences for the pt. Add'l info: theatre sister was present during the procedure and reported complaint to sales rep. When sales rep collected instrument, he asked had the tip of the instrument hit off any metal instrument of hard object while being activated, that may cause the active blade to crack and eventually brake. The surgeon and theatre sister informed him that they had not noticed hitting off anything that would cause the blade to break.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.